Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant products include: bwi products: carto 3 system. Non-bwi products: st. Jude medical brk-1 transseptal needle; st. Jude medical agilis sheath. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for focal atrial tachycardia with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After transseptal puncture, upon introducing the catheter into the left atrium, the catheter was posterior in the ad (unspecified). Physician rotated the catheter anteriorly. Physician assessed for perforation and none was observed. Upon completion of the procedure, the physician removed the catheter and echocardiography revealed an effusion. Pericardiocentesis yielded an unspecified volume. Patient was reported to be in stable condition. Patient was transferred to the intensive care unit (ICU). In the evening, the patient was unstable and required a surgical intervention due to a pericardial effusion that was secondary to the pericardiocentesis. Postoperatively, the patient was reported to be in stable condition. Patient was transferred to the cardiovascular unit of another facility. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. It was noted that the event occurred during transseptal phase. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle and a st. Jude medical agilis sheath. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. Bwi products: thermocool smarttouch bidirectional navigation catheter (d-1327-05-s) - discarded. There is no information regarding spi value for the thermocool® smart touch¿ bi-directional navigation catheter. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch¿ bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. Visitag parameters for stability were 25% and 3 seconds. Additional visitag filters included a stability area of 2mm and 3 grams. Color options used prospectively included ablation index. There were no issues or errors reported on any bwi products or equipment during the procedure.